Manufacturer narrative:
The root cause of the reported clinical observation was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that one day post implant of this system, the patient experienced a syncopal event and was unresponsive. The physician was upset that our high voltage devices do not have a feature to address patient's with syncope. No adverse patient effects were reported.